Event description:
Rn was instructed by ed physician to place bard urethral catheter to empty bladder. The catheter was placed and no urine drained. A bladder scan was done again and again confirmed urine in the bladder. Another bard urethral catheter was then used and they were able to drain the bladder. Reason for use: abdominal pain - potential distended bladder.